Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event the same day as onset. The patient was treated with vancomycin for 14 days (dose, route and frequency not reported). Treatment was ongoing at the time of this report. At the time of this report the patient outcome was unknown. The patient was discharged five days after admission. Dianeal therapy was ongoing. No additional information is available.